Manufacturer narrative:
A replacement pump was sent to the customer. On 3/2/2017 the customer spoke with a medela clinician. At that time she reported that she had been prescribed steroid ointment, triamcinolone by her physician. She stated that she had previously been on a 2 week course of diflucan, 200mg, and that at separate times she had been prescribed antibiotics, anti-fungal, and steroid ointments to treat the yeast on her nipples. On 3/9/2017 the customer spoke with the medela clinician again. At this time she stated that she has been working with a lactation consultant to determine if she may have raynaud's syndrome, which is contributing to her nipple pain. The customer stated that her nipples were no longer cracked and that the new pump is working fine for her. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush are under investigation in (B)(4).

Event description:
On 2/18/2017, the customer reported to a medela customer service representative that she was experiencing low suction with her pump in style breast pump. At that time she also reported that she had previously had thrush.